Event description:
Reportedly, the balloon ruptured and became detached while instilling fluid into the balloon during a femoral vein thrombectomy procedure. Retrieval of the balloon was attempted, but unsuccessful. No patient complications were reported as a result of this event.